Event description:
It was reported that asymptomatic patient presented to or for device change out for normal eri. Externalized conductors were observed via diagnostic imaging. No electrical anomalies were noted. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.